Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the implantable cardioverter defibrillator exhibited cross talk. Programming changes were performed to resolve the issue. There were no patient consequences.